Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the root side of the curved scissors pistol grip broke, not the tip side. The issue occurred during a therapeutic transabdominal preperitoneal (tapp), which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at the position of the first rubber ring from the proximal end of the probe. Upon examining the fracture surface, no blackened starting point was observed on the probe's fracture surface. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the starting point of the probe fracture was identified, it is likely that due to the characteristics of the product, ultrasonic vibrations occurred, and the presence of beach marks indicated repeated brittle fractures, leading to crack propagation. As the crack progressed, the cross-sectional area of the component decreased, ultimately resulting in ductile fracture due to overload. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.